Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: vascular surgeon. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the physician completed a right leg intervention with left groin access. The doctor completed the steps of proper angio-seal deployment over a .035 glidewire. However, when the doctor pulled the sheath and device back the whole device pulled out of the groin. Upon observation of the device, it seemed that the plate and plug never deployed from the sheath. Access was lost, therefore, the lab held pressure to obtain hemostasis. The procedure performed was a ll angio. The event did not result in injury. There is not a direct allegation that the reported device caused or contributed to patient injury. Additional information was received on 04jun2024: there were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The procedural sheath size used was a 6 french. A pre-deployment angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There was no blood loss. The patient was stable.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned sample consisted of the header bag, hemostasis sheath and carrier tube. The device was visually inspected and found to be in used condition with visible signs of blood. The sheath was returned separated from the carrier tube. The carrier tube was returned in rear lock position with the deployed components consisting of the anchor, collage, tamper tube and the suture and clear stop marker partially deployed. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).